Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a small leak under the blood sampling valve (bsv) of the coulter lh750 hematology analyzer. There was no impact to patient results. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint. The field service engineer (fse) could not find any leaks. The fse attempted to reproduce the leak but was not able to; therefore, the root cause of the leak is unknown and the fse verified instrument performance to ensure that the instrument was functioning properly.